Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification in relation to the reported failed flow rate testing during preventative maintenance. The device was tested for flow rate accuracy and was found to deliver within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.